Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("it was noted that the right essure device was perforated") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of lumbar pain, irritable bowel syndrome, migraine, endometriosis, hypermenorrhea, surgery (appendectomy cholecystectomy childbirth left breast), parity 4 and multi gravida. Radiologic examination, chest; 2 views ((B)(6) 2018). Electrocardiogram, routine ECG with at least 12 leads; tracing only, without interpretation and report ((B)(6) 2018). Gonadotropin, chorionic (hcg); qualitative ((B)(6) 2018). Blood count; complete (cbc), automated (hgb, hct, rbc, wbc and platelet count) and automated. Differential wbc count ((B)(6) 2018). Previously administered products included: biophen [ibuprofen], cefazolin, chlorhexidine, chlorhexidine gluconate, docusate sodium and ketorolac. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the day of attempted insertion of essure, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.299 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes with essure devices x2: cervix uteri with mild chronic cervicitis. Thin atrophic inactive endometrium with no evidence of hyperplasia or malignancy. Myometrium without significant histopathologic abnormality. Two segments of fallopian tube with fibrous adhesions. Foreign body (essure device) is noted. Clinical information: pre-op diagnosis/post-op diagnosis: hypermenorrhea, pelvic pain specimen submitted. Uterus, cervix, bilateral fallopian tubes with essure devices x2. Gross description: the right fallopian tube is also hyperemic, measuring 7.5 cm in length by up to 0.7 cm in diameter, with a delicate fimbria, and there is a coiled metallic device beneath the serosa on the right side that does not appear to extend into the lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10065790). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test .reporter information added .non drug treatment updated. Event fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3468 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3468 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.